Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection and leak test revealed that the port tube was detached from the bag. The reported condition was confirmed. The cause was determined to be due to a manufacturing issue. Corrective maintenance of appropriate machinery was performed to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that an eva bag leaked. The step of therapy or use during which this occurred is unknown. Patient involvement is also unknown; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.